Manufacturer narrative:
H3: one device was received for analysis with complaint of cassette not attached error. Review of event history confirmed cassette not attached error. Review of service history found no relevant 12-month service history. Visual and functional testing was performed. Reported complaint of cassette not attached error was confirmed through latch lock test. Replaced latch lock flex sensor to correct reported problem. Device passed all testing criteria post repair.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.